Event description:
The pt was implanted with a smooth saline mammary prosthesis in 1988. Subsequently, the pt experienced capsular contracture, infection, and deflation of the device. The device was explanted in 05/13/1999.